Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing including bench handling and full functionality stress testing with a good known ECG cable and mfc on simulator. The multifunction cable used at the time was not returned for evaluation. A replacement multifunction cable was sent with the device. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.